Event description:
Update: the pins were used over a 2-3 week period in approximately 10 cases before failure. The procedures were all navigated total knee replacements. The adverse event/malfunction is filed under aag reference (B)(4). Associated medwatch reports: 400483278 (9610612-2020-00003), 400483279 (9610612-2020-00736).

Manufacturer narrative:
Additional information/correction: b1 & h1 - type of reportable event is malfunction. B5 - updated. D9 - product return date. H5 & h8 - usage of device. H6 - codes updated. This is a similar device report; a similar device of the reported device was sold to us, and the reported device is not marketed in the us. Investigation: we made a visual inspection of the products. The products belong to 3 linked complaints. No visible deviations could be found. Additionally the product were inspected with the technical product designer of r&d knee arthroplasy and a functional test was made. Based on the functional test, one of the eight products showed no deviation. Furthermore, the products were sent to the quality assurance section of the production department. The subject matter expert also provided feedback. There is possibility of a production-related cause. An auxiliary device is now used so that only the screw head and not the thread is under load during wobbling. In addition, an assembly check with a 100% test of the ease of movement and freedom from clamping of the screw has been added. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There is one similar complaint against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level ((3)5 severity x (1)5 probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the problem is most probably manufacturing-related. According to the investigation results, changes have already been implemented in production..

Manufacturer narrative:
Due to the circumstance that the products have been sent to the production department for an analysis is this a preliminary report and it will be updated when we received a statement from the production department. The exact cause cannot be determined at this time.

Event description:
It was reported that there was an issue with product 2-pin transmitter fixation element. According to the customer description, it was reported that the fixation screw jams, not allowing for the fixation element being able to be tightened or loosened. There have been 5 x in total now that have had to be removed from the new elite navigation sets due to cross threading. Further information received from the product manager: the items were not able to be used, so we had to open another set and use the same items from the 2nd set to complete the surgery. The procedure takes about 40min-50mins and the delay was about 5mins, however we had to change the order of the list and put the next chase later in the day as we didn't have a 2nd set for the next case. The adverse event / malfunction is filed under aag reference (B)(4).